Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system sn (B)(6) displayed a coolant low message but the coolant level is fine was confirmed during functional testing but not during review of the event log. The likely root cause for the reported complaint is a possible bubble in the tubing to the coolant level block. The thermogard xp ivtm system failed functional testing due to the displayed coolant low error message upon powering on. The coolant was drained and refilled. Subsequently, the issue was resolved, and the coolant low message was cleared. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
During startup, the thermogard xp ivtm system sn (B)(6) displayed a coolant low message, but the coolant level is fine. The customer used the second thermogard console to continue the treatment without delay. No impact or consequence to the patient.